Event description:
It was reported that a dissection occurred. The target lesion was located in the left anterior descending artery (lad). A 2.75 x 28 mm synergy was deployed and a dissection at the distal edge of the stent was noted. To cover the dissection, a 2.25 x 16 mm synergy was deployed. The procedure was completed and the patient was stable post procedure.